Event description:
During the stent assistant coil position procedure, it was noted that a strong resistance occurred when EU 4.5x22mm stent 12 mm dw tip was advanced to (mc) microcatheter. The surgeon removed the stent and mc and changed the new stent to complete the procedure. There was no report on patient injury. The patient is female and (B)(6) had middle cerebral artery aneurysm. After the event, the same unknown microcatheter was used with the next device, and a constant and dedicated saline source was used at all times. After the event, the stent remained mounted on the delivery system. The target site was the middle cerebral artery aneurysm, and no additional information was provided.

Manufacturer narrative:
The correct due date for this report is july 18, 2015 instead of june 18, 2015.

Manufacturer narrative:
During the stent assistant coil position procedure it was noted that a strong resistance occurred when EU 4.5x22mm stent 12 mm dw tip was advanced to (mc) microcatheter. The surgeon removed the stent and mc and changed the new stent to complete the procedure. There was no report on patient injury. The patient is female and (B)(6), had middle cerebral artery aneurysm. After the event, the same unknown microcatheter was used with the next device, and a constant and dedicated saline source was used at all times. After the event, the stent remained mounted on the delivery system. The target site was the middle cerebral artery aneurysm, and no additional information was provided. An already opened non-sterile enterprise packaging pouch containing a coiled delivery wire into a tube dispenser was received for analysis inside a plastic bag. Per visual analysis, the delivery wire was received inserted inside the introducer tube and the enterprise stent was received deployed aside. The involved microcatheter was not received. No anomalies observed on either received components. The stent was inspected under microscope and no anomalies or damages were observed. Functional test could not be performed since stent was received already deployed and out from the delivery wire and involved microcatheter was not received. Per lake region report c 15,567 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the involved lake region packaging lot number 10468033. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿delivery wire- impeded with loss of cerebral target position¿ could not be properly evaluated due to functional test could not be performed since stent was received already deployed and out from the delivery wire and involved microcatheter was not received. The cause of the event experienced by the customer could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. In addition, the records indicated that the product met specification prior to shipment; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6). Per (B)(4)report: (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The device was received for analysis. (B)(4).